Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-03343 and manufacturer report #3005099803-2014-03344 for the associated device information. It was reported to boston scientific corporation on (B)(4) 2014 that two speedband superview super 7 devices were used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician noted that for both speedband devices the first ligation band failed to deploy onto the mucosa and was held by the release suture on the ligator. The physician attempted to deploy the second and third ligation bands; however, they also got stuck on the release suture on the ligator. A third speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of bands failed to deploy. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.